Manufacturer narrative:
Evaluation codes, results and conclusion: (death), other - lack of information. (See scanned page).

Event description:
An endeavor otw drug-eluting coronary stent delivery system was implanted into a patient for the treatment of a coronary lesion. It was reported that the patient was admitted to the hospital 23 months post stent implant for copd exacerbation and treated accordingly. One month later the patient was admitted to the hospital for lower extremity weakness which was treated with physical therapy. Four months later, the patient expired at home. The cause of death is unknown. No further information has been provided. The investigator indicated the events (copd and extremity weakness) were not related to study device nor index procedure. The investigator did not indicate if the patient's death was related to the study device or index procedure. Please note that this device was distributed to an investigational site for use in a clinical trial and is also commercially available as the device united states distributed product.